Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the physician could not perform the knot advancement. The physician did not pull on the "blue rail suture" when advancing the knot. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that the anterior cuff miss occurred during needle deployment as evidenced by undisturbed anterior cuff tabs and undisturbed anterior needle, indicating no engagement between these two components. Subsequently, the suture knot became unraveled when retracting the needle; therefore, there would not be any suture knot to advance to the arterial surface to close the vessel. This could resemble the reported experience that knot advancement could not be performed. The needle followers were bent, consistent with mishandling/shipping damage. Possible contributing factors for the anterior cuff miss during deployment include, but are not limited to, manufacturing, anatomical conditions, and deployment technique. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The anterior cuff successfully captured the anterior needle during the plunger reinsertion. The needle trajectory of every device is checked twice during manufacturing. There were no reported challenging anatomical conditions. There was no information reported or definitive evidence in the evaluation of the returned device that suggest incorrect technique. Based on the reported information and successful test of the device needle trajectory during testing and manufacturing, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. A query of the complaint database for this lot revealed no other incidents with reported experience. Also, a query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited the anterior cuff miss as this incident. Overall, there does not appear to be any indication of a lot specific product quality deficiency.